Event description:
As soon as the lma clasic airway was inserted into pt, the physician noticed an airway leak, which was not improved by repositioning the mask. Upon removal of the mask, the airway tube broke into 2 pieces, approx 2 inches up from the cuff. The cuff was removed subsequently by pulling it out by the inflation line. Another size 3 lma classic was immediately inserted and case proceeded without incident. There was no desaturation or injury to the pt. A pre-use performance test was not conducted prior to use. The tube was simply removed from the packaging, lubricated and inserted into pt.